Manufacturer narrative:
It is unknown when the foreign substance came to be present; however, it was discovered following the surgical procedure on (B)(6) 2016. (B)(4). The complainant parts have not been explanted. The complainant parts are not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to a product marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: 19-november-2014 - expiry date: 1-november-2024. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient was implanted with a proximal femoral nail antirotation (pfna) construct on (B)(6) 2016. A postoperative x-ray image indicated the presence of some foreign substance (suspected to be a metal piece) near the blade that was implanted. There was no sign of device damage on the instruments used during the original procedure, nor was there any interference between the blade and the screw. The original procedure was completed without complication. No additional information is available. This report is 1 of 5 for (B)(4).